Event description:
A pt reportedly visited the physician due to the meter having battery or battery contact issue. Unk if meter would power on. The result on the meter was unk. The result on the dr's meter was unk. Treatment was "medication for diabetes". No further info has been reported.